Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. The involved right ventricular (rv) lead is a non boston scientific product. No adverse patient effects were reported. At this time, this device system remains in service.